Manufacturer narrative:
.

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine with a prismaflex m150 set. The prismaflex machine alarmed "blood leak detected" approximately 15-20 minutes into therapy and blood was seen in the effluent line. Therapy was discontinued and the patient had an estimated blood loss of 189 ml when the content of the extracorporeal circuit was not returned. The patient received one unit of packed red blood cells following this event. The patient's family withdrew care later that day and the patient expired shortly thereafter. The nurse manager stated that the cause of death was from the patient's underlying medical condition and it was not related to crrt equipment or disposables.